Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Of the information obtained from the device there was evidence that the device may have been switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring between (B)(6 )2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of pad-pak from lot a1243 that had a use until date of 06/01/2016. The pad-pak from lot 411 was also returned and testing confirmed the pad-pak to be depleted, however, this pad-pak had exceeded its use until date of 05/01/2012. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.